Event description:
On (B)(6), 2010, the pt was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. During final ballooning of the proximal trunk with a gore tri-lobe balloon catheter, the infrarenal aorta ruptured. The rupture was successfully excluded with two aortic extenders, with intentional partial coverage of the left renal artery. The physician attributed the rupture to pt anatomy. The pt was discharged with no further complications.